Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unknown mentor breast prostheses where the left implant ruptured. Additionally, the patient experienced capsular contracture on the same implant (grade iii-IV). As a result, the patient underwent explantation on (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 04/20/2018, mentor received additional information that the patient¿s explanted devices were replaced with mentor memorygel breast implant 550cc gel breast prostheses. On 05/10/2018, mentor received additional information that the suspect medical device is a mentor memorygel breast implant 500cc gel breast prosthesis, cat. #3505001bc, lot #5555596, PMA #p990075, UDI #(B)(4) (serial number is still unknown). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/22/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/25/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation (pe) team discovered a rent at the juncture on the patch. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Complaint was confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient age at time of event was originally reported as (B)(6) years old. The correct patient age at the time of event is (B)(6) years old. On 03/26/2018, mentor received the following additional information about the event: date of implant was originally reported as (B)(6) 2004. Additional information states that the date of implant is (B)(6) 2004. Additional information states that grade of capsular contracture is baker grade iii.